Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the biliary tract, performed on (B)(6), 2021. During the procedure, when the physician attempted the to deploy the stent, it was noticed that the guide catheter bonded to the guidewire. The stent failed to deploy and was noticed to be fractured. The broken stent was completely removed from the patient in one piece and another flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of stent break. Block h10: the returned flexima biliary preloaded was analyzed, and a visual evaluation noted that the guide catheter and push catheter were kinked, the suture hole of the push catheter was torn. The stent was not returned and one guidewire was returned inside the delivery system. A functional evaluation noted that the guidewire could be removed without issues. No other issues with the device were noted. The reported event was not confirmed. According to product analysis, it is most likely that user manipulation and/or some technique performed while preparing the device may have caused the kinks on the push catheter, once the push catheter was kinked the user may have experienced difficulties to pull out the guide catheter which took the user to apply an extra force, as consequence the guide catheter got kinked and the tough movement within the guide catheter and push catheter ended tearing the suture hole, those conditions are evident to a failure deployment of the stent. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the biliary tract, performed on (B)(6) 2021. During the procedure, when the physician attempted the to deploy the stent, it was noticed that the guide catheter bonded to the guidewire. The stent failed to deploy and was noticed to be fractured. The broken stent was completely removed from the patient in one piece and another flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.